Manufacturer narrative:
(B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the stent became entrapped on the wire and inadvertent stent deployment occurred. The target lesion was located in the superficial femoral artery. After a 035/260 zipwire hydrophilic guide wire was advanced in the lesion, a 6x100mm epic stent was advanced but it became stuck over the guide wire before stent introduction through the sheath. The physician flushed the guide wire port with saline as an attempt to relieve the entrapment which was strangely resistant. During flushing and withdrawal of the stent over the wire, the first strut of the stent was released while the safety lock was in place and untouched. The stent and the guide wire have been removed as a one unit. The procedure was completed with another epic stent and zip wire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic stent delivery system (sds) with 172cm of .035¿ zipwire sticking out of the tip. The stent was partially deployed 10mm. The zipewire was unable to be removed from the sds. The zipwire was sent to the external manufacturer and upon investigation the guidewire was able to be removed; however, the inner shaft was buckled. Inspection of the remainder of the device presented no other damage or irregularities. Review of the manufacturing records for batch 21207929 confirmed that the devices in this batch met all applicable specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the stent became entrapped on the wire and inadvertent stent deployment occurred. The target lesion was located in the superficial femoral artery. After a 035/260 zipwire hydrophilic guide wire was advanced in the lesion, a 6x100mm epic stent was advanced but it became stuck over the guide wire before stent introduction through the sheath. The physician flushed the guide wire port with saline as an attempt to relieve the entrapment which was strangely resistant. During flushing and withdrawal of the stent over the wire, the first strut of the stent was released while the safety lock was in place and untouched. The stent and the guide wire have been removed as a one unit. The procedure was completed with another epic stent and zip wire. No patient complications were reported and the patient's status was good.